Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067 radiofrequency programmer head; product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer powers off suddenly, and also that it has some printer issues. The programmer was returned for service. There were no patient complications reported as a result of this event.